Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe had no negative pressure and could not suction normally during the vitrectomy surgery. The surgery was completed after replacing the product with new package. There was no patient impact.